Manufacturer narrative:
Reference number: (B)(4). Catalog number is similar to the us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and gastric ulcers are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced an inflamed, purulent stoma and was treated with unacid. A gastroscopy revealed ulcers in the stomach and duodenum. The tubes were removed to treat the stoma and antibiotics were given intravenously to treat the klebsiella infection. The infection improved significantly. Treatment of the ulcer was proton pump inhibitors and analgesics.